Manufacturer narrative:
Additional information was received from a patient profile form that the patient presented for filter removal approximately 3 ½ years after implantation. ¿the filter was found to be embedded in the wall of the ivc and could not be removed. They did move the filter to the side a bit and placed 5 stents.¿ she was told it will now be in place permanently additionally, the patient stated her symptoms and injuries included, but were not limited to, emotional and physical pain and suffering. In addition, the patient indicated she will require lifelong monitoring of her filter to ensure that it does not fracture, migrate, or further malfunction in some way, creating a life-threatening situation. The patient must now live with constant worry and anxiety about the state of her health related to the filter. Additional information received from medical records indicate at filter placement the preoperative diagnoses were incisional hernia, recurrent deep vein thrombosis with possible pulmonary embolus and dysfunctional pulmonary embolus. The patient also had long standing history of obesity. She also had explorative laparotomy, lysis of adhesions, mesh repair of incisional hernia and placement of the filter. The filter was deployed in good position and there were no procedural complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, at filter placement, the preoperative diagnoses were incisional hernia, recurrent deep vein thrombosis with possible pulmonary embolus and dysfunctional pulmonary embolus, with history of obesity. At the time, explorative laparotomy, lysis of adhesions, and mesh repair of incisional hernia were also done. The filter was deployed in good position and there were no procedural complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and filter embedded to wall of the ivc, failed retrieval attempt, repositioning of the filter and insertion of five stents. Per the patient profile form (ppf), the patient presented for filter removal approximately 3 ½ years after implantation. The filter was found to be embedded in the wall of the ivc and could not be removed. They successfully repositioned the filter to the side a bit and placed 5 stents. The patient reports emotional and physical pain and suffering. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and filter embedded to wall of the ivc, failed retrieval attempt, and procedure to reposition filter and five stents inserted. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter tilt and retrieval difficulty, unable to retrieve from the vessel wall, could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Additionally, the timing and mechanism of the reported filter tilt is unknown. Patient, technique or procedural factors during the attempted retrieval may have contributed to the reported tilt. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the plaintiff underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, tilt and filter embedded to wall of the ivc, failed retrieval attempt, and procedure to reposition filter and five stents inserted. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.